Event description:
A physician reported that while working at a workstation, they observed images from patient "a" displayed while the report for patient "b" was being edited. After some investigation, the reason image data from patient "a" was being displayed while reporting on patient "b" was that the web browser hosted within the workstation application was using previously cached web data causing a previous report to be displayed. The web browser on the pc was configured to follow the caching settings specified by the web server ("automatic") and would have not resulted in the issue, but this setting was ignored when the web browser was hosted within the workstation application. The web browser hosted within the workstation application had not been configured properly to disregard cached items. (Using the web browser outside of the workstation would not have resulted in the same issue.) The work around for this issue is to change the browser setting for "use of cached pages" to force it to get a new version of the web page ever time from the web server (and not used cached data nor follow the cashing settings specified by the web server).